Event description:
While counting 1"x3" neuro sponges on a spine procedure it was noted that there were 11 sponges instead of 10. This placed the patient at greater risk for retained foriegn body. The sponges were removed from the sterile field and set aside. The sponges came packaged in the major spine bundle from avid medical.